Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Because more than 6 years had passed from the subject device had been manufactured, it is estimated that the motor and drive mechanism of the dimming unit have worn out and slowed down due to repeated use for a long period of time. It is presumed that this made it difficult to open the aperture and made it darker. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was too dark. Olympus service operation repair center (sorc) checked the subject device and found that the brightness adjustment had failure due to malfunction of the diaphragm unit. There was no report of patient injury associated with the event.